Event description:
On (B)(6)2010, the pt was implanted with an scs system. It was reported that immediately following the operation the pt suffered paralysis of both legs and an erection. Three hours after the surgery, the pt was able to move his right leg and the erection ceased. The pt however did not regain feeling in the left leg and the doctor decided to take an MRI, which resulted in the system being explanted.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The lead was visually inspected and damage was noted at the terminal end electrode. The lead also had compression damage. The lead was functionally tested and all channels measured less than 4 ohms. Flex testing indicated an intermittent connection at the channel 8 terminal end electrode. Conclusion: the cause of the reported paralysis could not be confirmed. The lead as received has terminal end damage and the channel 8 terminal end electrode is intermittent. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.